Event description:
It was reported that the pt, implanted on (B)(6) 2008 was explanted because of limited benefit from the vibrant soundbridge. His speech discrimination was poor due to ear distortion problems and permanent sensation of ear fullness. These problems occurred right after activation. The implant was reported to be functional.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.